Event description:
It was reported that low r-waves and high capture threshold was observed on the rv lead. The sense/pace portion of the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.